Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) exhibited inflation issues. During a surgical procedure, an aneurysm in the right cylinder was identified. The cylinders and pump were removed, while the reservoir was retained. A new ipp was implanted, and no patient complications were reported.